Manufacturer narrative:
Device passed the displacement test and self test. Device received with intermittent button unresponsiveness at all buttons and isolated to the device casing/keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose value was unknown. Customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. Customer stated that all the buttons were unresponsive. Customer stated that the pump was neither dropped nor exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.